Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. A review of device memory revealed the device had stored one rate fault reset and found the device had declared elective replacement time (ert) on (B)(4) 2013. Detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to be inconsistent with the magnet rate. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Specifically, at the (B)(6) 2013 follow-up the remaining longevity was estimated at two years; however, ert was declared in two months, which was more aligned with the magnet rate.

Event description:
Boston scientific received new information that this device was explanted on an unknown date and was returned for laboratory analysis in (B)(4) 2014.

Event description:
Boston scientific received information that this pacemaker exhibited a magnet rate of 90 ppm since december 2012, but the device was showing a remaining longevity of two years. The clinician was confused by the inconsistent results. A boston scientific technical services consultant discussed using the more conservative information from the magnet rate when managing the device follow-ups, and discussed that the programmer and the device estimate the remaining longevity differently. There were no allegations against the device longevity. No adverse patient effects were reported.